Event description:
This report pertains to one of three devices used during the same procedure. Associated manufacturer report # 3005099803-2013-04425 and associated manufacturer report # 3005099803-2013-03863 pertain to the other devices. It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.